Event description:
It was reported the patient had a revision of the device pocket done on (B)(6) 2009. Later review of manufacturer's database revealed the patient died 5 months later. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2010. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2010. Information was subsequently received on (B)(4) 2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
It was reported the patient had a revision of the device pocket done on (B)(6) 2009. Later review of manufacturer's database revealed the patient died 5 months later. Follow up later revealed cause of death was small cell lung cancer with metastasis. There was no autopsy performed .